Manufacturer narrative:
A batch record review was performed. No non-conformance record (ncr) related to complaint issue were initiated for complaint order during production. No samples and pictures were received. Ncr ¿handyvac cannot hold the vacuum¿ was initiated to investigate the issue. On a base of the available information the investigation reveals the likely causes for the issue the new deht tube material changes properties with time and the connection between the tube and male, female connectors weaken. As a result, the connector in the tube began to turn. After shifting the connector, a small ¿channel¿ is formed in the tube through which air can enter. "Channel" is an imprint of the line of contact between two parts of the connector during molding. It happened because the tube is too rigid and has lost elasticity. And handyvac can't work correctly. A corrective/ preventative action (CAPA) was opened for implement new deht material for handyvac tubes. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
The reporter states this issue is too often discovered on handyvac and the nurses are frustrated. This issue is found on approx. 50% of this lot. The reference number could not be obtained by the customer, but the lot number was confirmed. Additional follow up information confirmed, the device was used on "not 20 different patients, but several different. The number is uncertain." Every product was examined after use for blocked tubes or other obvious reasons for the malfunction ¿ lack of vacuum. The complainant has used handyvac for several years and knows the product well. The reporter states the product stays compressed for some hours, after connecting to drain and opening of clamps but it differs from product to product. The reporter confirmed the bellows were not squeezed while losing vacuum. The reporter confirmed the tubes were not deformed after the clamp was released. The reporter states "it does not work when vacuum is gone and it differs from product to product when the vacuum took off, sometimes already at operating room (or) and others when patient had went to the ward. "

Manufacturer narrative:
MDR 3007966929-2020-00024 / device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "the product cannot keep the vacuum, even though the harmonica is pressed together and the two clamps open. There is reported a hematoma. But it is uncertain if the malfunction of the handyvac is the course of this ". The end user did not note any issue with the product before use but, ¿during use the vacuum is fading and end up with no vacuum. This despite the product is used correctly. Everything looks right and normal before use. Every product was examined after use for blocked tubes or other obvious reasons for the malfunction ¿ lack of vacuum.¿ the complainant ¿has used handyvac for several years and knows the product well.¿ no photographs depicting the reported complaint issue was submitted with the complaint.